Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. In this MDR, bd franklin lakes, nj has been listed in sections d.3. And g.1. As the manufacturing site is unknown.

Event description:
It was reported that bd undisclosed peripheral IV catheter split open the following information was provided by the initial reporter: "in the processes of starting an IV, the catheter will not advance. It seemed like the catheter had split open and released the pressure in catheter backing up blood through needle chamber. We had to stop procedure and start IV in a different site. Pressure and band-aid applied to area.¿ the defective product was discarded at the department level due to contamination. I have attached photos. Additional information received 01/05/2024: date of event: (B)(6) 2023. How was treatment completed for customer? Removed faulty IV and started new one. How was the event discovered? In the processes of starting an IV, the catheter will not advance. It seemed like the catheter had split open and released the pressure in catheter backing up blood through needle chamber. We had to stop procedure and start IV in a different site. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. Please include treatment/intervention provided and the outcome. No patient harm reported. Patient required starting a new IV.

Event description:
No additional information

Manufacturer narrative:
Investigation results: the complaint of a damaged catheter was confirmed; however, the root cause could not be determined from the photograph that was provided for investigation. The photo showed a portion of what appeared to be IV catheter tubing with evidence of use. The tip of the catheter was formed into a taper. At the transition between the straight catheter tubing and the taper, it appeared that a flap of catheter tubing material was sticking outward. The needle and catheter adapter were not present in the photo. The root cause could not be determined without the physical sample. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A device history record review showed no non-conformances associated with this issue during the production of this batch. Investigation conclusion(s): the complaint of a ¿damaged catheter¿ was confirmed. Probable root cause(s): undetermined.